Event description:
It was reported that the patient¿s device was explanted due to the need for an MRI for a "bad back". The reporter indicated that prior to the explant, the patient went from ¿complete incontinence¿ to going every 6 hours; it worked ¿great¿. Follow-up with the patient¿s healthcare provider (hcp) indicated that no patient symptoms were associated with the event and no hospitalization was required. No patient outcome was provided.

Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# j0406442v, implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: lead. (B)(4).